Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) upon device power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a system error 345 was not reproduced. Inspection of the device found that both upstream and downstream thermistor readings were within specification. A review of the event history log revealed multiple system error 345 messages. The reported condition was verified. The ultrasonic sensor requires replacement per the service procedure to address this issue. A service history review showed that the device has been serviced within the last twelve (12) months for this same issue. The direct cause of the issue was not determined in the previous servicing and the ultrasonic sensor was replaced at that time as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.